Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse tested the battery performance and observed the fail run time at 36 minutes. To fix the issue the fse replaced the defective batteries, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on an ambulatory patient in physical therapy, the cs300 intra-aortic balloon pump (iabp) had a battery malfunction, with a short run time. No patient harm, serious injury or adverse event was reported.